Event description:
User experienced probe failure alarms and found the probe had been broken off. When this occurred, they received two pt samples with discrepant results for multiple assays. Both samples were repeated three times; second repeat performed on another i800 at the customer site, and the third repeat performed on the original analyzer after the user replaced the broken probe. Sample 1, initial calcium gave 7.4; repeats gave 8.6 and 8.5 mg per dl. Initial ckl gave 11; repeats gave 7 and 14 u per l. Sample 2, initial sodium gave 114; repeats gave 132 each time. No erroneous results were reported and pts not adversely affected. Field service was not dispatched as customer agreed the root cause had been corrected by replacement of the broken probe and instrument is functioning correctly.